Event description:
It was reported that an asymptomatic patient was presented in the operating room during changeout with the new device backup vvi. Caller noted that the device was exposed to electrocautery. The ID byte was checked and was correct. A device download was performed successfully. Backup vvi status report was not received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.